Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor was replaced since it was jammed and rusted. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2022 and the stirrer motor has been previously replaced in 2023 since noisy. Based on the outcome of technical service activity, the most likely root cause of the event was related to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are environmental conditions in which it works, such as condensation, high level of humidity and temperatures.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the circulation motor of a heater-cooler system 3t was stuck during priming. Medical team tried to clean but didn't work and needed to replace. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in india. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.